Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt reported that he did not administer enough insulin to correct for elevated blood glucose levels, and that there was no pump malfunction associated with this event. The pt has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box was reviewed and showed dates from (B)(4) 2013. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2009 have been overwritten. The review of the available black box and alarm history showed no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the required range. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted for testing purposes and was found to function properly with no signs of discoloration. The reported issue was not able to be duplicated during the investigation.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.